Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that their olympus colonovideoscope was presenting a scope communication error whenever it was plugged into the processor. According to the initial reporter, this event took place during inspection for use before the patient entered the room.